Event description:
Reportedly, the retaining pin spontaneously moved during firing. Therefore the retaining pin was not seated and the staple line did not form properly. The rectum was not closed properly. A colostomy had to be performed instead of an anastomosis of the bowel.